Event description:
It was reported that the sponge of a minicap had inadequate iodine. This was noted before patient use. There was no patient involvement. No additional information is available. This is report 35 of 56.

Manufacturer narrative:
(B)(4). Device manufactured date: 12/3/14-12/9/14. The device was received for evaluation. A visual inspection was performed and revealed no issues that could have caused or contributed to the reported event. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue could not be verified and the cause of the issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.